Manufacturer narrative:
(B)(4). Date of initial report : 08/16/2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a laparoscopic monopolar instrument continued to activate after the surgeon removed his foot from a footpedal that was plugged into the generator. There was no patient injury associated with the incident.

Manufacturer narrative:
(B)(4). The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.